Event description:
A user facility returned the olympus product, video telescope endoeye, to the olympus service center. Upon inspection and testing of the returned device, it was observed a green image. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found charged coupled device (r-unit) was broken therefore the image was green. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to a defective charged coupled device unit (r-unit). Olympus will continue to monitor field performance for this device.